Manufacturer narrative:
Date initial report sent: 11/29/2007.

Event description:
Procedure; laparoscopic splenectomy. According to the reporter: there was no problem during the procedure as the stapler was fired over the artery and vein at the same time and there was good staple formation. However, 5,000 cc bleeding from splenic hilum occurred after the operation. This resulted in shock and required a reoperation. There is no information about the relations between the bleeding and the instrument so far. The patient was kept under observation but not in critical condition. The surgeon considers that the bleeding probably occurred from the staple line.